Event description:
On (B)(6) 2026, a patient (pt) in poland posted on an acuvue account page on a social media website, ¿they sell old ones which after using for few hours themselves crack on the eye. I got prez their product amoeba very serious disease they sell low product.¿ no additional information has been provided. Attempts placed to the pt on (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 for additional medical and product information were unsuccessful. It is unknown which acuvue product was worn by the pt at the time of event. The event date will be reported as (B)(6) 2026 as the exact date of event is unknown. It is unknown which eye(s) was affected. The suspect lot number is unknown. It is unknown if the suspect product is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.